Event description:
This MDR is being filed retrospectively. After a review of all complaint information, this incident was deemed reportable. Device infused very fast when turned on and then alarmed and stopped. This happened while a patient was being infused, but there were no adverse effects. Infusion was halted as soon as the faster than normal rate was noticed.

Manufacturer narrative:
Upon opening the pump, it was discovered that corrosion had formed on the connectors for both the pc board and optoswitch board in the device and was disrupting operation. The corrosion was cleaned off the connectors and then reconnected. Once reassembled, the infuser was retested and passed all tests and no longer exhibited the reported malfunction. It appears that some liquid was spilled on the device and had leaked through to the internal components which caused the corrosion.